Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through stryker facebook page: "I had mine back in 2017 with the robot, I can walk better now but my knee feels so hot all the time. I can¿t bend my knee very good, can¿t take a hot bath because I can¿t bend my knee to get out and forget getting on the floor because I can¿t get back up. My orthopedic doctor says this can happen. I had to see another doctor for my foot which I need to have bunion surgery, I was asked if I had or was allergic to metal, so I told the doctor about my total knee replacement. He checked it out and informed me that there was too much space and he could go back in and re-do it said it probably wouldn¿t be a good idea to do it, I am 71 don¿t want to go back through it again."